Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise. The pacing and sensing portion of the rv lead was capped and replaced on (B)(6) 2021. The rv lead still remains in use and the patient was in stable condition.